Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it ti be cracked on right plunger case and plunger tube grommet partially pushed inside of pump. Device underwent occlusion testing. Motor not running was found, confirming the reported customer complaint. The problem source has been determined to be normal wear and tear of the device.

Event description:
Information was received that a smiths medical ambulatory infusion cadd medfusion 4000 pump is not working properly. No adverse effects reported.